Event description:
Consumer called to report problem with their meter resulting in needing to go to the emergency room for treatment. They were receiving "lo" readings - when they reached the hospital their readings were in the 500's.